Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer has faulty boards. A field service engineer, replaced drawer boards, retractor band and t board to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the device had communication issue. The customer reported that medication was dispensed without any delay, as they had obtained the medicines from another location. There were no adverse events or injuries reported based on this incident.